Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Retrofit to failure: (B)(4). No patient or user harm was reported.

Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. Attempts were made to obtain information regarding the touchscreen and repair of the device in this complaint. The customer did not respond to these attempts and this complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Retrofit to failure - (B)(4). No patient or user harm was reported.